Event description:
It was reported low, out of range high voltage lead impedance was observed. Noise was noted on the electrogram. The svc coil was programmed off. The patient will return for a follow-up every three months. The patient condition was good.